Event description:
It was reported that the user experienced multiple occlusion alarms on the ilet and hyperglycemia of unclear cause; the user had replaced all supplies two hours prior, disconnected, primed until drops were visible, then reconnected and elected to keep the current site, with a plan to change the infusion site only if the alarm recurred. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the event was characterized as a lack of effect with insufficient information regarding the involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.